Event description:
The customer reported that the battery charge led was not lit.

Manufacturer narrative:
(B)(4). The customer reported that the battery charge led was not lit. This is indicative of a power supply failure which may impact the unit being able to power up. A philips investigator spoke with the customer who reported that replacing the power supply resolved this failure. The unit is back in service at the customer site with no further issues reported.